Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The pump was inspected and the psi test was performed. The customer's reported problem of alarming "occlusion too high" was verified. It was determined that a faulty occlusion sensor was the cause of the reported problem. The failure mode was found to be downstream occlusion sensor. The root cause was found to be unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system experienced downstream alarm problem. There was no reported patient involvement.